Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient had cramps while she was outside and was unable to take a fingerstick bg reading. She also did not check her cgm. She pressed the alert button and an ambulance came to the house instead of her location outside. She was transported to the hospital. At an unspecified moment during the episode, the cgm egv was 320 mg/dl and the bg was 78 mgd/l. She arrived at the hospital and was later discharged. While in the hospital, she was given glucose. The patient also underwent a CT scan for an undocumented reason. At the time of the event, the patient was having cramps. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient had cramps while she was outside and was unable to take a fingerstick bg reading. She also did not check her cgm. She pressed the alert button and an ambulance came to the house instead of her location outside. She was transported to the hospital. At an unspecified moment during the episode, the cgm egv was 320 mg/dl and the bg was 78 mgd/l. She arrived at the hospital and was later discharged. While in the hospital, she was given glucose. The patient also underwent a CT scan for an undocumented reason. At the time of the event, the patient was having cramps. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).